Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera shipped to site 03/18/2016. Medtronic investigation of returned suspect camera finds the psu passed an aak test at .29 mm with a passing threshold of .35 millimeters. As returned, the psu was filthy with many nicks and scratches. Electrical failure. On 03/31/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On no further issues have been reported.

Event description:
A medtronic representative reported a navigation system camera that failed the aak test. There was no patient present when this issue was identified.